Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that docking failure due to conjunctival suction during suction and incomplete side cut occurred in the left eye during flap creation. The surgery was performed and completed. There was no patient harm reported. When docking the patient interface into the affected eye during lasik flap creation using system, the conjunctiva was sucked, and the docking had to be redone several times. The side cut of the flap created in both eyes was partially incomplete and not cut. Conjunctival aspiration was resumed by widening the eyelid opener, changing the type, and redoing the docking, or it was stopped and resumed after a short time while cooling the affected eye. Surgeon used a corneal forceps to incise the uncut area, completed the flap, and flipped the eye to complete the lasik surgery. Symptoms were resolved. There are two related reports for this facility. This report addresses the patient left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system found to meet all cosmetic and performance standards per the service test procedure (stp). No service has been requested by the customer in response to the reported event. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).